Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the continuity resistance test per (B)(4): the sensor passed per specifications. The bicarbonate buffer test was performed per (B)(4) and the sensor failed with high readings.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended. The customer's sensor glucose was below 40 mg/dl and her blood glucose was 128 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor was be returned for analysis and a replacement sensor was shipped to the customer.